Event description:
Potential for injury associated with the clamp on a 1302rts raised toilet seat splitting into two pieces. This compromises the stability of the product and creates the potential for a falling injury.